Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v918352, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that last wednesday and friday, the patient¿s therapist used ¿electrical stimulation¿ on her low back and believed the ¿it might have effected it.¿ since the external stimulation, the patient experienced bleeding. It was also stated that the external stimulation was used before without issue. It was also stated that ¿stimulation was around the anus before.¿ the patient was sore, but felt better.